Manufacturer narrative:
The company representative, confirmed and replicated the reported event. The laser footswitch was subsequently, replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed, as part of this investigation. The root cause of the reported event can be attributed to the nonconforming laser footswitch. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console exhibited footswitch issue which caused a pause in laser treatment. At each pedal stroke, the laser paused, and no impact was delivered. The machine voice indicated laser paused. Additional information received indicated that the laser postponed to further consultation. There was no report on patient health current condition.